Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient received 51 inappropriate shocks. Noise episodes were recorded in the device memory. A right ventricular lead fracture is suspected.